Event description:
The user from the user facility reported that the device overheated during a procedure. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
The user from the user facility reported that the device overheated during a procedure. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.